Event description:
Medtronic received report that leakage occurred in the space between the outer and inner cannula. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.